Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was close to elective replacement indicator (eri) battery status at the patient's last follow up, in november 2005. The monitoring voltage was now 2.19 volts, with a charge time of 24.1 seconds at the last capacitor reformation in august 2006. The device was in storage mode, with no pacing output. The patient experienced dizzyness and shortness of breath. The patient had an intrinsic rate in the 50 bpm range, but with occasional long pauses. It was reported that the lv pacing output remained programmed at 7.5v @ 2.0ms. A boston scientific technical services consultant discussed that this programming could contribute to rapid battery depletion.